Manufacturer narrative:
Investigation in-progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.additionally, no trends related to this issue have been identified during our track-and-trend analysis.

Event description:
Customer reported that the needle is sliding off and wont stay in place.